Event description:
Patient got a shock and called me from the (B)(6) emergency room. [I] asked him if he passed out, no he was tying his shoes. [I] asked emergency room staff to perform a merlin-on-demand. When I reviewed the merlin-on-demand it showed his medtronic rv lead 6947m with noise that lead to a shock. I spoke to the emergency room physician he was being admitted and we determined the defib therapy¿s should be turned off. Cardiology was consulted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).